Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported the patient's ipg was inoperable. It is undetermined if the ipg exhibited normal or premature depletion. Surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.